Manufacturer narrative:
Patient information is not available for reporting. Unknown when device malfunctioned. This report is for one (1) unknown plate. Part and lot numbers are unknown. Without the specific part and lot numbers the UDI is not available. Unknown if the plate broke postoperatively or intraoperatively, therefore implant/explant dates are either unknown or not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Telephone number is unknown. Unknown, as specific part and lot number for plate is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that surgeon explanted a broken plate. No other information provided. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is 155 meters and bme is 18.7. A device history record review was performed for the subject device lot number 7546665. Manufacturing location: (B)(4). Date of manufacture: 27.jul.2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First surgery completed successfully. Patient had rehab on (B)(6) after stating pain in her leg.

Manufacturer narrative:
Manufacturing evaluation was completed. Complainant part was not received in the original packaging. Received part was broken at level of hole 5. Hole 5 is not measurable due to the post production damage. All the holes on the shaft are manufactured on cnc equipment using the same parameters and tool. Therefore, in order to confirm conformity of hole kig.5, the 4 holes closest to the fractured area (holes kig.3-4-6-7) have been re-inspected. The re-inspected holes were found conforming to specifications. Due to the fact that it is a repeated feature, hole kig.5 can also be considered conforming to specifications. The plate thickness and width were measured in different points of the plate and found in specification. Lot 754665 was manufactured starting from the raw material lot 14036/art. 60048826. The certificate of the raw material lot 14036 has been reviewed: in the certificate it is reported that the materials fulfil the specification. The returned part was re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. This complaint is confirmed as the part was received broken. Corrected data: patient age. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent initial surgery on (B)(6) 2017. The surgery went well. Patient started rehab training on (B)(6) 2017. After starting the rehab training, patient complained of feeling pain in her leg. X-ray showed broken plate. Patient underwent removal procedure on (B)(6) 2017. Concomitant parts reported: locking screw (part# unknown, lot# unknown, quantity 7); cortical screw (part# unknown, lot# unknown, quantity 2).